Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there was a slight rise recently in impedance varies from 400-600 range over the past year, and 600-800 ohms in past month and minute ventilation (mv) signal oversensing observed. Non-capture observed on (B)(6) 2018 and intrinsic conduction observed at approximately 55 bpm. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).